Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer miscalculated the amount of carbohydrates consumed and entered in an incorrect value when delivering a bolus. Customer's blood glucose (bg) level was 86 mg/dl. Customer addressed bg level with food.